Manufacturer narrative:
Internal file number - (B)(4): during processing of this complaint, attempts were made to obtain complete event, patient and device information. Visual inspections were performed on the returned device. The reported cuff miss was confirmed as a link detachment/suture retrieval issue. The reported difficulties and subsequent treatment appear to be related to an interaction of the device with patient anatomy or inability to maintain position/stability of the device during deployment due to circumstances of the procedure. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Based on the information reviewed, there is no indication of a product quality issue with respect to design, manufacture or labeling of the device. The other two proglide devices referenced are filed under separate manufacturing report numbers.

Event description:
It was reported that suture placement in the left common femoral artery was attempted with three proglide devices using the pre-close technique with a 4f sheath after an interventional abdominal aortic aneurysm (aaa) procedure. Reportedly, a cuff miss occurred with all three devices. The sutures of two new proglide devices were successfully pre-placed. The sheath was upsized to a 18f and the aaa procedure was completed. Hemostasis was achieved with the pre-placed proglide sutures. There was no adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.

Manufacturer narrative:
(B)(4), failure to follow steps/instructions. A 4 french sheath was used. It should be noted that the perclose proglide instructions for use (IFU) states: the perclose proglide smc system is indicated for the percutaneous delivery of suture for closing the common femoral artery access site of patients who have undergone diagnostic or interventional catheterization procedures using 5f to 21f sheaths. It is unknown if the reported violation of the IFU contributed to the reported difficulties.